Event description:
The pump was returned to animas for large prime volumes. During evaluation, the force sensor was found to be out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump load step was unable to detect the filled cartridge and dispensed fluid emitting a "no cartridge detected" warning. A force sensor calibration test was performed and the calibration was found to be out of specifications. The pump was opened and contamination was found in the force sensor assembly. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated, the display screen was found to be faded and discolored; the issue is not likely to cause an injury as the issue should have no effect on the pump's insulin delivery function.